Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. During the implant procedure, the lead got stuck on the tricuspid valve several times and was difficult to remove. Once the lead was able to be positioned in the rv, the lead dislodged and returned to the right atrium and got stuck. The physician then decided to change the lead, which was reported as very difficult. The lead was successfully removed with a lot of force applied. Inspection of the lead revealed a missing fixation tine, which remained inside the patient. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that a tine was torn off that likely due to handling damage. The allegation against the missing tine was confirmed.